Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system and insulin squirted out of the tubing during prime. The customer¿s blood glucose level at the time of the incident was 175 mg/dl. It was stated that the customer was disconnected during prime, the insulin pump was not dropped or exposed to moisture and the drive support cap was normal. It was advised to discontinue the use of the device. The insulin pump will be returned for analysis.